Event description:
Procedure: lap gastric bypass. According to the reporter: anvil would not tilt and was difficult to remove from cavity. The tissue got torn during removal. The anastomosis had to be re-done and the gastric pouch. A 1 hour delay was reported.